Event description:
It was reported to novo biomedical, that a consumer received a result of 375 mg/dl on their blood glucose meter at 1:30 pm. The consumer subsequently administered 7.5 units of insulin based on that reading. At 4:30 pm, the consumer tested herself again getting a result of 404 mg/dl. Shortly after that time frame, the consumer then experienced a hypoglycemic event requiring medical intervention by paramedics. The paramedics tested the consumer with their blood glucose meter getting a result of 22 mg/dl. They treated this consumer with IV glucose. The consumer declined to go to the hospital. It was realized during the call, the consumer stored her test strips in the truck of her car exposed to very high temperatures, which is against our directions. The test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.